Event description:
On (B)(6), 2011, the pt was being treated for an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis featuring the c3 delivery system. There was nothing remarkable about the aortoiliac anatomy. The deployment line broke during primary deployment after the handle was completely rotated once. The back-up deployment mechanism failed also. The delivery catheter and undeployed graft were removed without any injury to the pt. A new c3 device was used and the procedure was completed without further incident. No endoleak was observed using intravascular ultrasound (ivus). The pt tolerated the procedure well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device was returned to gore and an engineering eval is being conducted. A f/u report will be sent upon completion.